Event description:
It was reported that the patient had low flow alarms and positional shortness of breath while lying flat. Log files contained a lot of low flow estimates and only 3 were sustained long enough to trigger low flow hazard events when the calculated pulsatility index (pi) was elevated. These flow readings did not appear to be the result of any external equipment malfunction. There were no unusual rotor faults, pump temperature, or any other abnormal pump faults seen in the log. The mechanical circulatory support (mcs) equipment was operating as intended electronically and mechanically. The patient was previously implanted with a heartmate 2 in 2017. His ejection fraction (ef) recovered in 2018, and the patient requested the left ventricular assist device (lvad) to be removed. Against the advice of the patient's care team, the patient insisted the device to be removed. The heartmate 2 was explanted in 2020. The patient was placed on the heart transplant list at that time. His ef then declined again, and they were re-implanted with a heartmate 3 in late 2024. Because of the previous lvad explanation and the lack of viable cardiac tissue to re-implant onto, the new lvad was unable to be implanted at the optimal angle, and the inflow cannula points towards the side of the ventricle rather than directly at the mitral valve. This caused frequent suction events, causing low flow alarms and shortness of breath for the patient. The patient underwent a right heart catheterization (rhc) with a ramp study at another hospital for another opinion. The adjustment of their lvad speed did not resolve their shortness of breath or the low flow alarms. Unfortunately, the only solution for this issue was surgical intervention, which was not feasible for the patient due to the number of cardiac surgeries they had already had.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The patient was stable and discharged and would follow up with their heart failure provider. The patient would continue with the medication management and speed changes as necessary. There were no surgical options available. All appropriate testing was completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported low flow alarms. According to the account, the low flow alarms were due to malpositioning of the inflow cannula; however, the reported malposition was unable to be confirmed as no images were provided and the product was not available for evaluation. The submitted controller event log file contained events from 14jan2026 ¿ 15jan2026. The file captured several low flow events, three of which were associated with transient low flow hazard alarms captured on 14jan2026. Of note, pulsatility index (pi) values appeared to be elevated during the low flow events. No other notable events or alarms were captured, and the pump appeared to be operating as intended at the stored patient speed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further related events reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the heartmate 3 lvas. This section also provides an explanation of pump parameters, including flow, and explains that pump flow is a calculated value that is estimated based on pump power. Section 4 of the IFU, ¿system monitor¿, provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. This section also notes that, in general, the magnitude of the pulsatility index (pi) value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 5 of the IFU, ¿surgical procedures¿, explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum. Pump function will be compromised in the presence of inlet obstruction. This section also outlines the steps to reorient the pump. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, "alarms and troubleshooting" outline system controller alarms, as well as how to respond to each alarm condition. These documents instruct the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.